Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/26/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 465 mg/dl with unspecified ketones associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump emitted the appropriate replace battery alarm. The reporter stated that they did not receive more than one alarm for a low battery. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in not responding to the pump's alarm.